Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the patient experienced chest pain, atrial fibr illation (af) with a rapid ventricular response (rvr), a drop in blood pressure, perforation and tamponade. Intervention was performed in the form of a pericardial tap and later a pericardial window. The lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.